Manufacturer narrative:
(B)(4). The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with normal operating currents. No unexpected replace battery alarm noted during testing. However the pump was received with high sleep current, problem isolated to pcb2. The pump had a minor scratched lcd window, scratched case and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump battery empties quickly. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not resolve the issue. The insulin pump will be replaced. The insulin pump will be returned for analysis.